Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a loose connection which led to a disconnection of the patient line and the transfer set, which is known to cause this alarm. The cause of the loose connection/disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted..

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during drain two of four of peritoneal dialysis therapy. It was reported that the hp awoke and became disconnected from the patient line. The hp did not reconnect to the patient line. During troubleshooting, it was reported that there was a loose connection between the patient line and the transfer set that led to the disconnection and this alarm. Renal therapy services (rts) assisted the patient with clearing the alarm and removing the cassette. Rts advised the patient to use manual or setup with new supplies. Proper procedures per the user manual were reviewed with the patient. It was reported that the transfer set was still in use and not replaced. Therefore, there was no allegation against the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.